Event description:
A healthcare professional reported via regulatory agency that following an intraocular lens (iol) implant procedure, on the first day of postoperative ward inspection, it was found that the nasal iol haptic was detached and broken, suspected to be caused by uneven force on the iol haptic of the left eye and the patient suffered from left eye trauma leading to displacement of the artificial lens in the left eye. Surgery was completed without any abnormalities and there was no patient harm. The iol was replaced with unspecified lens 2 days following the initial implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned.product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Associated products were not provided.it is unknown if qualified products were used.the company lens is only qualified for use in the company ii (a) and ii (b) cartridges. The root cause for the reported broken haptic could not be determined. The product was not returned for evaluation. It is unknown if qualified products were used. The company lens is only qualified for use in the company ii (a) and ii (b) cartridges. The IFU(instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination.the IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file will be reopened if the sample or new information is received. The manufacturer internal reference number is:(B)(4).